Manufacturer narrative:
The medical device problem code and the type of investigation code were updated. The investigation did not identify a product problem.

Event description:
We received an allegation of questionable inr results for (1) patient with coaguchek xs. Customer's therapeutic range is 2.0-3.0 inr. Interval of testing: weekly. On (B)(6) 2024 at 2:10pm the patient received a result of 3.7 inr on the meter. On (B)(6) 2024 at 2:12pm the patient received a result of 2.3 inr on the meter.

Manufacturer narrative:
Coaguchek xs serial number is (B)(6). The device was not returned for investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Section e3: occupation is patient/consumer.